Event description:
Lv capture management determined that threshold increased by 1.250 v from 13-dec-2024 to 14-dec-2024. This increase was greater than amplitude safety margin (+0.500 v) and may have compromised capture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).